Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 42557000114 - stem - 64774267; 42540200032 - patella - 64621872; 42532006701 - tibia - 64626488; 42512600516 - articular surface - 64099963; 00590102000 - trocar drill pin - 64784112. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 3 weeks post implantation, the patient heard a crack in her leg after she was leaving physical therapy. X-rays showed a non-displaced fracture along the distal femur. The fracture runs through the distal femur pin hole. A nail or orif will be used to fix the fracture. The surgeon noted the patient had poor bone quality.